Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2016, customer had a stroke due to high blood glucose readings. He advised that the high readings were due to occlusion errors. Patient advised his readings had been between 240 - 250 mg/dl prior to the stroke. He does not recall when he had last received an occlusion error prior to the stroke. During the stroke, patient was taken to hospital by paramedics. Patient was in the hospital for 4 days. He remained on the pump while in the hospital. Customer is alleging that the piston rod may not be working, which is causing the occlusion errors. The infusion device was requested to be returned for product evaluation.